Event description:
A literature report stated that during cataract surgery, a patient experienced a "suspensory ligament rupture".

Manufacturer narrative:
Wang wenquing. Clinical analysis of phacoemulsification for 70 cataract patients with shallow anterior chamber. Fujian med journal. Jun. 2013/vol. 35/ no. 3. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).